Event description:
Lot #qpbbbc of the 7-0 prolene bv-1 suture is breaking when the surgeon is tying them. Surgical tech also noted some of the suture was broken inside the package. FDA safety report ID# (B)(4).